Event description:
It was reported by the rep that the (1) al326 was used during a gabg/evh procedure. It was reported that the clip applier malfunctioned when the physician's assistant went to ligate the side branches. A second clip applier then malfunctioned. The case was completed with another device. There was no pt consequence.